Manufacturer narrative:
The device was returned to the manufacturer for analysis. The reported event was confirmed. The mobile view station (mvs) cable did not pass gbit bench testing. The remainder of bench testing was successful, and the cable passed 100t and continuity. The reported event was caused by an electrical issue with the cable.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative, following-up at the site, reported booting the o-arm 1000 imaging system and mobile viewing system (mvs). The o-arm pendent shows red x for the mechanical gears and communication status lines. Also noted that when experiencing the red x's on the pendant the mvs and o-arm were both powered on and umbilical was firmly seated. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, mechanical areas passed. Imaging modalities test failed. The medtronic representative reported the imaging system is in stand alone mode. Found no client connection to frame grabber. Replaced umbilical cable, system is ready to use. Issue resolved. System passed safety test. Return requested. Replacement mvs interface cable shipped to site. Returned cable is under analysis.

Event description:
A medtronic representative received a report that, while in a spine procedure, the c-arm would not communicate to the navigation system monitor cart. In trouble-shooting, the system was re-booted three times without success. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. There was no impact on patient outcome.